Event description:
A report was received from a company rep that a peritoneal dialysis pt has reported that fluid leaking out of her cassette and into the cycler. There is no known pt ill effect. There is no sample available for eval.